Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a, lot# l43815, implanted: (B)(6) 1997, product type: lead. Product ID: 74001, lot# n499704, implanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
The consumer reported that the patient fell and hit her head at the end of (B)(6). Since the fall, the patient had been dragging her left leg and could not feel stimulation when it was on. The fall was due to the patient&#38112;left leg dragging. The lead site in the patient&#38112;upper back was swollen when stimulation was on. 4 days prior, the patient's hematologist took and x-ray of the patient's back. A CT scan was also done on the patient's brain. The patient's relevant medical history includes spinal pain. The consumer later reported that the patient saw a neurosurgeon either (B)(6). They could not remember which date due to the multiple appointments the patient had. At that time the patient also met with a manufacturing representative (rep). The doctor assessed the implantable neurostimulator (ins) and asked about the pain and then had the rep reprogram the device. The patient's device had never been programmed since it was implanted. After reprogramming the stimulation was working better for the patient and their foot was dragging less. The patient was going to do physical therapy to strengthen the muscles in the front of their leg because they had not used them in a while. The x-ray showed the leads were okay. It was noted that the swelling at the lead would occur when the patient had to turn the stimulation on really high and kept it on for long period of time. After the reprogramming they had not had to turn I up as high and they had been able to turn it off at night, which resulted in the swelling not being an issue. There were not any appointments set with the doctor or the rep at that time. They told the patient to contact them and schedule an appointment if they had any more issues with their leg.